Event description:
The customer contact reported electrical shock. On an unspecified date and time, the device was being programmed, prior to pt use to deliver an unspecified medication. It was reported the nurse's right hand was on the device and unspecified foot on the base of the IV pole when the device rolled away. At this time, it was reported the nurse grabbed the top of the device with the left hand and received an electrical shock reportedly through both arms and across the back. The nurse reported numbness that lasted a few minutes and tingling that lasted a couple hrs. At this time the nurse indicated that the device display was reportedly, "cracked and discolored." The device was removed from clinical service. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.